Event description:
Dental assistant had allergic response on her hands to multicure glass lonomer band cement. Dental assistant's physician prescribed a topical ointment/cream for treatment and advised dental assistant to discontinue working with the glass ionomer band cement.